Event description:
It was reported that prior to generator replacement, noise over-sensing was noted on the patient's right atrial lead. The noise over-sensing caused inappropriate mode switch episodes. Programming changes were made. The patient was stable.